Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, causing screen to become illegible and unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty.